Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (4,000 mcg/ml at 1199.2 mcg/day) and bupivacaine (40 mg/ml at 11.992 mg/day) via an implantable pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2015, it was reported the patient had not been getting relief/had a lack of therapeutic effect since the pump replacement procedure. The pump had been refilled twice since implant with 20 ml of drug. The drug was not emptying from the pump. At the second refill on (B)(6) 2015, 19.5 ml were aspirated; the expected amount was not provided. The first refill had similar results. The hcp was getting back almost the full reservoir. A bolus was tried to see if the patient felt any relief, but the patient did not feel any relief. The hcp tried stopping the pump to "reset" it, but there was no change. The pump logs showed the pump was shut off for 2 minutes. Additional information was received on 08/07/2015 and it was reported that a catheter dye study had just been done and the radiologist was unable to aspirate from the side access port. The patient was being referred to another physician for a catheter revision.